Event description:
Boston scientific crm received information that this device was never attempted to be implanted. It was returned from the field without any allegations. This event was created due to the initial testing performed by our post market quality assurance laboratory. Initial testing noted a possible performance issue.

Manufacturer narrative:
This device was returned. Pending the completion of lab analysis, this section will be updated appropriately. Upon receipt at our post market quality assurance laboratory, this device did not pass final pack testing. Review of the information in memory found indications the device had been programmed out of ship state. The conclusion was the device did not pass final pack testing due to the device being programmed out of ship state prior to the test.